Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. It was reported by the distributor that the customer opened a suture and the tip was broken off and bent. There was no patient involvement and no further information is available at this time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts were made to obtain the following information via phone with no avail: what was being done when the needles got broken (removal from package /during passage through tissue/ during tying / post-op)? Could you please clarify if two needles got broken or just one? Could you please clarify if two needles got bent or just one? What is the lot number? Are there any photo available for visual analysis? Events reported via: 2210968-2023-01139.